Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's a/c plug was discovered to be broken, unable to power unit. There is no documentation of what needs to be replaced to address the issue. No repair was performed. Additionally, the real time clock is off set and the device's logs were not able to be obtained. The unit is not needed for inventory, and it was scrapped.